Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted (portion of catheter / pump segment): (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that a portion of the existing catheter was explanted and the pump segment was discarded by the physician.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 19-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 2 mg/ml at a dose rate of 500 mcg via an implantable pump for spinal pain. It was reported that the patient had fluid in their pump pocket that was determined to be a cerebrospinal fluid (csf) leak from around his catheter. The fluid was drained, and the pump segment of catheter was replaced as a precaution. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests or troubleshooting was performed. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that the hcp had no further information regarding the event. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.